Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.